Event description:
It was reported that during a procedure of the superficial femoral artery the fox sv was advanced to the lesion and the balloon was inflated but ruptured during the first inflation at 10 atmosphere. There was no reported patient effect. The lesion was further dilated using a second 2.0-4.0mm fox sv balloon catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported failure could not be confirmed because the device was not returned to abbott vascular for evaluation. A review of the finished device lot history record did not reveal any abnormalities associated with this lot number that could have contributed to this complaint and in-process inspections and testing met manufacturing criteria.